Manufacturer narrative:
On 17-apr-2023, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00002227 number, and no internal action related to the complaint was found during the review. Additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and during the procedure there was leaking from the hemostatic valve. The sheath was replaced which resolved the issue. It is unknown if the hemostatic valve was dislodged or damaged--only that blood was flowing out of the valve. The sheath was inserted into the patient. No air entered the patient. Approximately one cup of blood leaked, which had soaked into the sterile drape on the patient. No patient consequences were reported. Hemostatic valve leak is MDR-reportable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 27-apr-2023, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter left (l-afl) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and during the procedure there was leaking from the hemostatic valve. The sheath was replaced which resolved the issue. It is unknown if the hemostatic valve was dislodged or damaged--only that blood was flowing out of the valve. The sheath was inserted into the patient. No air entered the patient. Approximately one cup of blood leaked, which had soaked into the sterile drape on the patient. No patient consequences were reported. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside of hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The damage observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device 00002227 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The valve issue could be related to the resistance reported by the customer. The odp (optimal device performance guide) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).